Event description:
It was reported the patient felt a sensation in the urethral area. Turning stimulation off made the sensation go away. The sensation was described as feeling like a ¿wire was coming out,¿ pressure, numbness, and pain. Urinating felt like ¿having a balloon¿ and filled back up right away. The patient did not know if therapy was working. The patient also felt stimulation in the leg. The stimulator felt colder when it was cold outside. The patient also felt more stimulation in the leg when it was colder. They had recent lower leg problems. Their foot and leg would freeze up and toes would curl. Increasing stimulation increased the occurrence of those problems. The patient wanted the system removed. The patient could not get the programmer to work. The batteries were in correctly. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v593553, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).